Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported sores the size of a quarter under the ECG electrodes. The sores were reported to be open and bleeding. The patient reported that a distributor representative instructed him to tape the electrodes down and that was when the irritation began. The patient did not seek medical intervention. During a follow-up the patient indicated that the irritation had not improved and that he was ending use of the device. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction associated with the skin irritation.